Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
The maestro drill was sent for evaluation because the hose was leaking during testing. There was no patient involvement; no adverse event was associated with the device.